Event description:
Device #2 malfunction: needle-to-cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when the needle plunger was retracted a needle tip did not capture a cuff. The device was removed and a second proglide was used but resulted in a needle tip to cuff miss. An angio-seal was used to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with any additional relevant information. Device #1 proglide, lot# 75067-6h, is being filed under medwatch manufacturer report number: 2953144-2009-00729.